Event description:
It was reported that a capsular tear was noted upon intraocular lens insertion. Lens was removed intraoperatively and anterior vitrectomy was performed. Another lens of same model was successfully implanted in the sulcus. The surgeon's office indicated that the lens is not available for return. This event refers to the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.